Manufacturer narrative:
(B)(4). Batch #unk. Investigation summary: the analysis results found that a bcd10 stick was returned for analysis with the cotton tip loose and with several dry body fluids. Upon evaluation, evidence of adhesive was found in the tip of the shaft as the cotton appears to have been pulled off. It is possible that the damage was due to improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracic surgery, the cotton tip fell off right after the device was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.